Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when using the unit for an extended period of time, it remains active for a brief time (1-3 seconds) after the footswitch is released.